Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's sound quality issues have resolved. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient noted that after programming the sound quality is gradually improving. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent sound. A review of the recipient¿s test data indicated impedance issues. External equipment was exchanged and programming adjustments were made, however, the issues did not resolve. The recipient was prescribed steroids (type unknown).

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.